Event description:
It was reported that at implant the pulse generator exhibited low battery voltage. The device was not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis found normal device characteristics. (B)(6).